Event description:
It was reported that multiple altitude alarm occurred. Customer declined troubleshooting with tandem technical support and declined further information. The customer is the process of obtaining a loaner pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.